Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ca2 calcium gen.2 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a calcium value of 7.6 mg/dl and repeated with a value of 9.3 mg/dl. The repeat value was deemed correct. The calcium reagent lot number was 623495. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The field service engineer determined that the probes were bent and the reaction disk was not fully screwed down. The reaction disk was tightened. The sample and reagent probes were replaced. Alignments, cell rinse levels, and gear pump pressure were verified. Precision studies were performed and were within specifications. Calibration and controls were satisfactory. The last calibration performed on (B)(6) 2022 was ok and there were no alarms. Upon review of the provided quality control data, one level of control was above 2 standard deviations on (B)(6) 2022. Upon review of the alarm trace, a calibration error was noted. The investigation determined the service actions resolved the issue.